Event description:
Customer's ultraflex ii 8/80 infusion set cannula is bent and she had a high blood glucose reading of 154 mg/dl. Customer contributed her high blood reading to the bent cannula. Customer advised that her reading was 154 and she removed the infusion set and she noticed the cannula was bent yesterday. Her shirt was wet and when she removed the head set then noticed the cannula was bent. Customer advised that the insulin was "pooling from her site". No adverse event reported. Set are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.